Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's pacemaker was found to be in an inappropriate hardware reset. No intervention was made, and the patient status was unknown.

Manufacturer narrative:
Correction: b5: the report 2017865-2025-96693 should have been submitted for "implantable cardioverter defibrillator (ICD)". G2: "user facility" should not have been marked for g2.

Event description:
It was reported that patient's implantable cardiac defibrillator (ICD) went into back up mode. It was also noted that high voltage therapies were disabled. No intervention was reported. Patient condition was unknown.